Event description:
It was reported that after placing the line and they confirmed placement with x-ray, they went back to pull the stylet and it came out all curled like a curly fry. At the point they confirmed blood return, flushed the line, then dressed it down because it was working just fine. Apparently a short time after placement the line stopped flushing, so they had to go back to evaluate the line and it was kinked off under the dressing so they pulled it back again and it started working ok. They about 12 hours later they got called again for the same issue, and there were no visible kinks under the dressing but they were thinking it may have been getting kinked inside the pt somewhere. They kept having to pull it back bit by bit and flush to get it to work. The line was in for about 6 days and they kept experiencing this issue. When they pulled the line out they said it was very easily kinked off by just pressing the line together with their fingers. It would maintain the shape of that kind as well.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval.